Manufacturer narrative:
(B)(4). A service history review has been performed and the device has not been previously serviced for the reported condition. A trend review task has been performed and there have been similar reports made to baxter. The root cause is currently in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. According to the facility, it is unknown when or in which care area this event occurred. There was no adverse event, patient injury or medical intervention associated with this report. During the product evaluation at baxter, it was discovered that failure code 810:11 occurred during infusion, which caused an interruption during delivery. There is no further complaint information available. The user interface module master software version is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The reported condition was confirmed but not duplicated. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up medwatch report will be submitted if additional information becomes available.